Manufacturer narrative:
Information received by distributor rep on (B)(6) 2016. Information transferred to quality to log complaint on (B)(6) 2016. Therefore 30-day reporting period was exceeded. Investigation is currently being performed. A follow-up report will be submitted at the conclusion of the investigation.

Event description:
Revision surgery required to remove two screws that had migrated out of the plate.